Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. There is no alleged damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: a review of the pump¿s black box revealed one unexpected pump reboot. The battery compartment was found to be cracked and missing a fragment above the grip pad. There was another cracked observed below the grip pad as well. The returned battery cap¿s threads were noted to be stripped. The battery cap was unable to fit and the reboots were reproduced and the reported ¿power¿ complaint was duplicated. A test cap was able to fit and maintain electrical connection. There was no further power interruption duplicated during investigation. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Unrelated to the original complaint, there was moisture corrosion found to the motor flex. Additionally, the bolus button cover and slug were found to be missing.